Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a gmrs adaptor was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection indicated the device is fractured near the threads. Material analysis: mechanical damage was observed at the threaded section of the adapter, near the fracture surface, damaged is consistent with in-service use and overload. No manufacturing or material related defects were observed on the device surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been other similar events for the lot referenced. Conclusions: it was reported that the gmrs adaptor broke during surgery. The reported device was returned for investigation. Visual inspection indicated the device is fractured near the threads. Mechanical damage was observed at the threaded section of the adapter, near the fracture surface, damaged is consistent with in-service use and overload. No manufacturing or material related defects were observed on the device surfaces examined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When used in conjunction with a slide hammer to remove the implant (femoral components and stems), the tip's threads of [(B)(6)] snapped off while still embedded in the implant [(B)(6)]. The broken fragment remained stuck inside the implant [(B)(6)] and was removed along with the implant. Implant removal was reported in pi. Update: the returned product differed from the reported product, and upon verification, it was determined that the sales representative had reported the incorrect model number.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When used in conjunction with a slide hammer to remove the implant (femoral components and stems), the tip's threads of [6266-0-120] snapped off while still embedded in the implant [64951201]. The broken fragment remained stuck inside the implant [64951201] and was removed along with the implant. Implant removal was reported in pi.